Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was repositioned to resolve the issue. The physician confirmed the rv lead showed no macro movement via x-ray and fluoroscopy. There were no additional adverse effects reported.